Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery depleted prematurely. The device was checked at 4 months and noted to be depleted. The previous battery had lasted at similar settings for a "few" years, so the physician presumed premature depletion. The device was replaced.